Event description:
The hosp reported that during a 3 or 4 endoscopic vein harvesting procedures, there were issues in the 3 or 4 cases with the hemopro 2 toggle switches as they were sticking in the on position. The hosp is unable to provide event dates or lot numbers. The procedures were completed using the same devices. The hosp did not report any pt effects for any of these cases. The hosp will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are currently unk. (B)(4).